Manufacturer narrative:
H1: type of event - other.

Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data - as endoleaks without reported enlargement or reintervention are not considered caused or contributed by the gore device, this medwatch is hereby retracted.

Manufacturer narrative:
H1: type of reportable event : other.

Event description:
On (B)(6) 2019, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. It was reported that on (B)(6) 2019, a followup imaging study was performed. A possible type ia endoleak was noted at that time. The physician will follow up with another imaging study in the future.